Manufacturer narrative:
Visual inspection of the returned pt cable revealed that it was intact and in unremarkable condition. The connectors of the black and white power leads, and the 16 pin lemo connector, were also unremarkable and there was no obvious damage to the external jacket of the cable. The power module pt cable was functionally tested using a heartmate ii mock loop and the cable provided adequate voltage and pump telemetry. There were no alarm conditions observed during the testing; however, electrical and continuity testing of the cable revealed a higher than normal resistance in the white and black power leads. Further eval of the inner wires of the black and white power leads confirmed shield and lead conductor breakdown adjacent to the y-junction as well as adjacent to the power lead connectors. This conductor breakdown most likely resulted from cyclic flexing during use. Although conductor breakdown was confirmed, this finding did not appear to affect functionality of the pt cable and the root cause for the reported ¿low voltage¿ and pump stoppage alarms could not be conclusively determined. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was experiencing ¿low voltage¿ and pump stoppage alarms while connected to the power module (tethered support). No alarms were reportedly observed while the pt was on battery support. Manipulation of the percutaneous lead and the x-rays taken were inconclusive. The hosp provided the pt with a modified pt cable pending eval of the suspect power module pt cable and possibly further eval of the percutaneous lead.